Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown type of drug via an implantable infusion pump. At a refill on (B)(6) 2015 a healthcare provider used the wrong medication. The patient was reported to be coming back to the office at the time of report. No patient symptoms were reported. The patient information, drug information, other medications, pertinent medical history, initial reporter, and outcome of the event were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.